Event description:
The physician reports noticing that the crystalens haptic was bent after delivery using the crystalsert lens injector system. Intervention was performed in order to enlarge the incision, remove the damaged lens, and suture the incision. A second crystalens was implanted successfully. Reference MDR # 2031924-2010-00012.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B) (4). Sutures.